Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient on 06/01/2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.